Event description:
As reported by japan ew affiliate- edwards received notification of a pascal precision ace in mitral position where air contamination was observed after implantation of the p5 device. The device was prepped properly per the IFU instruction, and the white cap was firmly tightened at the flush port of the implant system (is). A pressure monitoring device was connected to the flush port of the steerable catheter after the is was inserted into the left atrium (la). The pressure monitoring continued through the procedure until the p5 was closed and the is was retracted to the la. No air contamination was seen until then. The p5 was implanted at an excellent position. While measuring the la pressure (lap) via the is after implantation, air was shown in the la. The operator immediately noticed the air and aspirated it through the is, which resulted in perfect removal of the air and the patient was not affected at all. No symptoms were observed. The procedure was completed without further complications.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via air visualized by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. No imaging and no product was returned for evaluation. As suture lock bases are removed during implant release, the suture lumens are no longer sealed post-implantation, and may provide a pathway for air ingress when flushing or aspirating. However, aspiration of the steerable catheter under this condition with representative units was not able to replicate the event. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step. - improper stopcock/syringe technique. - air ingress from open lumens. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.